Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that after a rotator cuff repair the versalok anchor with orthocord had to be removed due to an infection. The implant was received and evaluated. Visual observations revealed that the suture was tied and attached in the implant. In addition, the suture was frayed from the distal part. It was identified that the implant was bent; also, it has nicks and dent marks. This damage can be related when remove the implant with excessive force using metal instruments. The sterile load information was reviewed to see if there were any other complaints of patient infection for any products sterilized in the same load. There were 18 different lots of product containing (B)(4) devices. A review of the complaint files revealed that there were no other complaints about patient related to the lot number involved in this complaint (6l80629). The review of the complaint files revealed there were no other complaints in which patient infection was reported for a different lot number in the same sterile load. The eto sterilization of the device has been done according to requirements of iso 11135:2014. The certificate of sterilization indicates that the physical acceptance criteria and microbiological acceptance criteria were in compliance with the validated specifications. Based off the results from the sterile load review, sterilization certificate and manufacturing record evaluation, it is unlikely that the reported patient infection was caused by this mitek product. Although it is unlikely that the mitek product was a source of the patient¿s infection according with the information provided; also, with the results of the evaluation; we cannot determine a definite root cause for the reported event. A manufacturing record evaluation was also performed for the finished device lot number (6l80629), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported by the sales rep via phone that after a rotator cuff repair the versalok anchor with orthocord had to be removed due to an infection. The device is available to be returned for evaluation. No replacement requested.